Manufacturer narrative:
Additional information was requested and the following was obtained: surgery date: (B)(6) 2014; procedure: incisional hernia repair; age: (B)(6); weight: (B)(6).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report mw5063073. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2014 and the mesh was implanted. Following the procedure, the patient experienced a recurrent hernia and required a reoperation. It was reported that the mesh was explanted on (B)(6) 2015. Additional information has been requested.